Event description:
This case was initially received via regulatory authority (reference number: mw5101082) on 19-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of partial expulsion of device ('the other coil had also migrated the coil was removed from my uterus') in an adult female patient who had essure (batch no. He013j2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft), thyroid and vitamin d nos (vitamin d). On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced partial expulsion of device (seriousness criteria hospitalization, medically significant and intervention required) and device expulsion ("over a year later a coil came out vaginally"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the partial expulsion of device and device expulsion outcome was unknown. The reporter considered partial expulsion of device and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: after a sonogram, it was determined that the other coil had also migrated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: mw5101082) on 19-may-2021. The most recent information was received on 31-may-2021. This spontaneous case was originally reported by a consumer and describes the occurrence of partial expulsion of device ("the other coil had also migrated the coil was removed from my uterus") in an adult female patient who had essure inserted (lot no. He013j2) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included thyroid, vitamin d [vitamin d nos] and zoloft (sertraline hydrochloride). On (B)(6) 2019, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced partial expulsion of device (seriousness criteria hospitalisation, medically important and intervention required) and device expulsion ("over a year later a coil came out vaginally"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered device expulsion and partial expulsion of device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): after a sonogram, it was determined that the other coil had also migrated. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, it was confirmed that cases (B)(4) are duplicates of each other. All the information from deleted duplicate case (B)(4) has been transferred to the retention case (B)(4). E2b company number added. Hence, this case should be deleted from bayer data base. Nullification reason: duplicate case is identified with fu information. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5101082) on 19-may-2021. The most recent information was received on 31-may-2021. This spontaneous case was reported by a consumer and describes the occurrence of partial expulsion of device ('the other coil had also migrated the coil was removed from my uterus') in an adult female patient who had essure (batch no. He013j2) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included sertraline hydrochloride (zoloft), thyroid and vitamin d nos (vitamin d). On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced partial expulsion of device (seriousness criteria hospitalization, medically significant and intervention required) and device expulsion ("over a year later a coil came out vaginally"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the partial expulsion of device and device expulsion outcome was unknown. The reporter considered partial expulsion of device and device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: after a sonogram, it was determined that the other coil had also migrated. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.